Event description:
It was reported that bd ultra-fine¿ pen needles were unable to deliver the full does of insulin. This occurred on 20 occasions during use. The following information was provided by the initial reporter: customer had complained that he felt that his son is not getting the full dose of insulin as his sugars remained high even after the injections.

Manufacturer narrative:
H.6. Investigation: 32 sealed 32g x 4mm pen needle samples were returned from lot no. 8346643 cat no. 3320136. A functional test was carried out on all 32 samples and no issues were observed. A clog test was also carried out on all 32 samples as per tp700483 and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed on the returned samples therefore no root cause can be identified. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra-fine¿ pen needles were unable to deliver the full does of insulin. This occurred on 20 occasions during use. The following information was provided by the initial reporter: customer had complained that he felt that his son is not getting the full dose of insulin as his sugars remained high even after the injections.